Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material # 305127 batch # 4081101 verbatim: the customer advised that the precision needle broke during an operation. 1. What was the impact to the patient? Slight discomfort and slight variation in schedule to get ordered xray performed. 2. Any adverse event or serious injury reported to patient or healthcare professional? If yes, please provide the details. Patient had slight discomfort but reported no pain. The needle has now surfaced as of (B)(6) 2025 and the patient was able to pull the needle out.

Manufacturer narrative:
(B)(4) follow up. It was reported the needle broke during an operation. A device history record review was completed by our quality engineer team for provided material number 305127 and lot number 4081101. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Further action has not been determined necessary at this time.

Event description:
No additional information received.